Manufacturer narrative:
Concomitant medical product: oblique liner 36 mm i.d. Size kk, catalog no# 00-8755-012-36; lot no# 63185258. Therapy date : (B)(6) 2018. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Note: this is a split case with zimmer inc., (B)(4) (MFR 0001822565-2018-02104). (B)(4).

Event description:
Patient was implanted a tha on the right side and underwent revision surgery due to dislocation.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision due to dislocation review of event description: it was reported that a patient underwent an initial right hip procedure in 2015 on an unknown date. Subsequently, the patient was revised due to dislocation on (B)(6) 2018. Head and liner were exchanged. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. The missing device information has been requested but was not available. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product was discarded. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw: - failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate taper connection design leads to dissociation of the ceramic head (taper connection not able to resist the impaction force) not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate head design leads to impingement; limited range of motion not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, dislocation, dissociation, implant breakage due to insufficient connection strength between head and stem due to insufficient material properties and/or design not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, postoperative tissue reaction, metalosis, dislocation, dissociation, aseptic loosening of stem, osteolysis due to insufficient connection strength / micromotion leading to wear in taper connection between stem and head not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear possible, it is not reported, however cannot be excluded. - failure of connection between stem and ball head, dislocation, subluxation, dissociation, abrasive wear, limited rom, impingement due to inadequate head and/or adapter design leads to impingement (component to bone) with stem not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup) possible, no x-rays were received to confirm, therefore cannot be excluded. - dislocation, subluxation, leg length discrepancy, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset) possible, head diameter is matching the liner size, however, due to absence of x-rays it is not known whether the offset preference was correct or not. - failure of connection between stem and ball head, implant breakage, corrosion, metalosis, dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper) possible, cant be confirmed, therefore cannot be excluded. - failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation, implant fracture, soft tissue impingement due to inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head) possible, cant be confirmed, therefore cannot be excluded. - dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity possible, it is not reported, however cannot be excluded. Failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products not possible product combination was allowed. Dislocation, subluxation, aseptic loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant not possible IFU d011500245 (chapters: "indications" and "warnings") provides the necessary and appropriate information. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head due to laser marking not readable in normal lighting conditions leads to use of wrong head not possible DHR of the product shows released components met all requirements to perform as intended. - implant breakage, dislocation due to inappropriate advice by surgeon to inform patient on postoperative activities and limits. Possible, can't be confirmed, therefore cannot be excluded. Conclusion summary: according event description, the patient underwent revision surgery due to dislocation after approx 3-4 years in-vivo time. Head and liner were revised during the revision surgery. Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Surgical notes,x-rays were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Therefore it is not possible to confirm the reported event. Nevertheless, possible reasons leading to the dislocation event include patient related pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear, impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup), selection of wrong components (e.g. Wrong size of head diameter and/or offset), implantation on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper), inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head), soft tissue laxity and inappropriate advice by surgeon to inform patient on postoperative activities and limits. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Note: this is a split case with zimmer inc., warsaw reference number (B)(4)(MFR 0001822565-2018-02104). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).